Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of anaphylactic shock and the treating doctor considered the event was life threatening while an invisalign product was being used.

Event description:
The patient reported symptoms of anaphylactic episode, difficulty breathing, shortness of breath, blisters and ulcerations on the tongue, burning sensation of the lips and gums, redness in the mouth (oral mucosa, lips and tongue), tingling and swollen lips and gums, sore lips, gums and tongue, and sensation of throat closing. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently getting better. The treating doctor considered the event was life threatening to the patient.